Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained dilaudid and an unknown brand of morphine, both at unknown concentrations and doses. It was reported the pump was defective in some way. Additional information received from the consumer on (B)(6) 2017 reported the pump had malfunctioned. The patient stated a couple weeks after the (B)(6) 2016 pump replacement, she went through withdrawals again resulting in another pump replacement in (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported two weeks after her previous replacement, she went to bed and woke up and was ¿so sick¿. The patient¿s legs were kicking, and she had to be put in a diaper. The patient¿s blood pressure was ¿sky high¿, so she had to be taken to the hospital. The patient was in the hospital for six days and took dilaudid by mouth every 5 hours until the next surgery. The patient didn't know what caused the withdrawals. The patient thought the pump was replaced because ¿they pause or something¿. The patient was taking dilaudid every 5 hours and was preparing herself to get help to get off of it, but she took one at 5 am the day of surgery, and she thought they gave her a shot in recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.